Event description:
Info received indicates there is no display on the scale due to fluid on the scale board.

Manufacturer narrative:
The tech replaced the scale board and recalibrated the scale to repair the bed.